Event description:
In 2002 pt was taken to o.r. For right sub-troch fracture of hip. A gamma nail (right) 360mm x 125o long gamma nail was implanted. In 02 pt went to see dr. For hip discomfort, where x-rays of right hip detected broken gamma nail. Pt had surgery to remove broken hardware/lgn gamma nail. The dr felt that at time reduction of fracture site was not efficient, and believe that this led to delayed/non-union 6 months out thus nail failed, and was replaced w/bone graft and synthes 6 hole side plate and screws.